Manufacturer narrative:
Power cord was not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported.the user of a dreamstation go device found a tear in the power cord when they were unplugging the power cord after using the unit. The conducting wires were exposed. The sales rep contacted the patient over the phone to tell the user to stop using it and that they sent the user a new power cord. The lot number of the power cord is unknown. No product was returned for investigation. This event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an initial- final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.